Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the adhesive on the infusion set cannula does not stick enough "for the past few months". No adverse event reported. Alleged cannulas have been discarded; will return unused and unopened cannulas for investigation.